Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the impedance anomaly could not be determined.

Event description:
It was reported that during an attempted implant high, out of range hv lead impedance was observed. The lead was detached from the ICD and reattached showing the same result. Another lead was attached to the device and high, out of range hv lead impedance was noted. Header issue was suspected. The device was replaced. There were no adverse consequences to the patient.